Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at the user facility.

Event description:
It was reported by a complany representative that the head of a screw being implanted broke off durring a procedure. There was no surgical delay, medical intervention, or adverse conequences reported for this event.